Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 13 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 1 reported event was confirmed. 11 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by lubrication breakdown. 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by a damaged bearing.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 7 devices were received. 6 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 6 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by lubrication breakdown. 1 device was found to be affected by internal corrosion.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 13 previously reported events are included in this follow-up record. Product return status: 13 devices were received.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.